Event description:
An erroneously elevated troporin (accu tnl) results from a single patient that was generated by the access 2 instrument. The customer indicated that the patient sample was tested in duplicate for tnl; the results were 0.00ng/ml and 3.51ng/ml. The customer indicated that the result of 0.00ng/ml was reported out of the lab prior to reviewing the 2nd result. The customer re-tested the patient original sample for accu tnl. The repeat accu tnl result was 0.00ng/ml. The customer indicated that there was no change in patient treatment that can be attributed to or connected with this event.